Manufacturer narrative:
UDI (di) (B)(4).

Event description:
New information states that the lead continues to exhibit noise. The lead would be monitored.

Event description:
New information states that the lead continues to exhibit noise. The lead would be monitored with routine follow ups. The patient was asymptomatic.

Event description:
It was reported that the atrial lead exhibited noise and was replicated with isometric arm movement. The measurements were stable. The physician would monitor the patient with routine follow ups. The patient did not experience any symptoms.

Event description:
New information states the lead continued to exhibit noise.